Event description:
The operator of an advia centaur instrument observed smoke emitting from the back of the instrument. The fire marshall inspected the laboratory. There were no injuries or illnesses sustained as a result of the smoke emitted from the instrument.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse discovered that the power supply had failed. The fse replaced the power supply assembly. After replacing the power supply, the fse verified the instrument functionality. The cause of smoke being emitted from the advia centaur instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of this device is required.